Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on two different occasions: 3 mmol/l measured with accu-chek aviva test strips and 6 mmol/l measured with accu-chek instant test strips - 8.5 mmol/l measured with accu-chek aviva test strips and 13.7 mmol/l measured with accu-check instant test strips.